Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose was 168 mg/dl. The customer applied more force to the wake button and held the button for 1-2 seconds to resolve the issue.